Event description:
It was reported that the patient complained of pressure, when seated, over site of neurostimulator. The neurostimulator was repositioned and the outcome was closed as of (B)(6) 2003. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).